Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the spike arm fractured during use. All pieces were recovered. No patient harm or impact reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d5, d9, g3, g6, h1, h2, h3, h6, h10, h11. Visual examination of the returned product identified signs of use (scratches, dings) and confirming complaint one of the spikes is fractured. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. The event is confirmed. Device has a potential field age of 10 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.